Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcarotid tavr procedure with a 26mm sapien 3 ultra resilia valve, great resistance was felt when advancing the 26mm commander delivery system through the 14fr esheath+. After deployment of the valve, the patient's blood pressure was low. Echo confirmed that there was no pleural effusion. When the delivery system and esheath+ were removed, there were difficulties experienced, so the devices were removed as a unit. Angiography demonstrated a dissected carotid artery which required surgical repair with a graft. The patient was stable throughout the procedure. Upon review of procedural images, the delivery system was observed to have perforated/exited the mid/distal end of the esheath+ during insertion, and a small defect was noted in the distal end of the valve frame post deployment. Per imaging review, there was 1 strut that appeared to be bend outward at the inflow.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed, and the following was observed: one strut appeared bent outwards at the inflow side. The patient's access vessels had presence of calcification and tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported event for frame damage was confirmed based on provided imagery. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.